Event description:
Reportedly after pulling the catheter the balloon broke and released from the catheter into the artery of the pt. The artery was flushed using a suction device to try to find the balloon. However, they are not sure if balloon was found. The pt is in good health, however the leg flow is reportedly low.